Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient was having issues with their back and wanted to know if there was a way to increase the intensity. Patient mentioned that sometimes they feel their stimulation and sometimes they do not. Patient noted that earlier today they could not walk on their foot and they were having a burning pain. Patient mentioned that their pain was getting worse and worse and that they were unable to pick their left foot up. Patient stated that their pain was so bad that they were considering going to the hospital. Agent walked caller through changing groups and intensity settings. Agent had the caller try and access program settings but was unable to as their programs were all locked. Agent walked the caller and patient through increasing the stimulation intensity in each group. Patient stated that in group a and c feel the same and that they barely feel anything; patient noted that they feel the stimulation above their knee. Patient noted that group b was the strongest and had to be turned down; patient mentioned that they found a good spot in group b. Patient mentioned that the only way that they feel the stimulation is when they are standing and bending their back backwards and holding onto a dresser; agent had the patient try other positions. Patient confirmed that they feel the stimulation comfortably when they are laying down. Patient asked if it was normal to have to bend a certain way to feel the stimulation; agent reviewed that stimulation can be positional. Agent told the patient to monitor their symptoms and to work with their doctor if the issue persists. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that they called patient services, and was told what to change. They stated that they met with a manufacturing representative (rep), and changes a lot of different programs. The patient stated that this was an immense help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.